Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 3 of 3 MDR's filed for the same patient (reference 1825034-2016-01559 / 01561). Product location unknown.

Event description:
Patient underwent a right knee revision procedure approximately one year post-implantation due to unknown reasons. The tray and bearing were removed and replaced.